Event description:
The customer reported that nonreproducible troponin I (accutni+3) results were generated for three patients on two days by a unicel dxi 600 access immunoassay system (serial number (B)(4)). This MDR reports the results generated on (B)(6) 2014 for patient 1; please see MDR 2122870-2014-00758 for the results generated on (B)(6) 2014 for patients 2 and 3. On (B)(6) 2014, a sample from patient 1 was tested by a unicel dxi 600 access immunoassay system, which generated an accutni+3 result that was higher than the reference range. Two additional accutni+3 results were obtained from the same instrument -- one reflex (automatic rerun) result and one rerun result after recentrifugation. The rerun accutni+3 results were lower than the initial result. The customer stated that there were no erroneous results reported from the laboratory. Patient treatment was not impacted in connection with this event. A review of the instrument's archived data file indicates that quality control (qc) results recovered within laboratory established ranges on the date of the event. The patient samples were plasma and were tested in aliquot tubes. The lot number for the access accutni+3 reagent used during this event was not provided by the customer.

Manufacturer narrative:
There is no indication the customer returned access accutni+3 reagent to bec for investigation. A beckman coulter (bec) field service engineer (fse) was dispatched to the site. The fse performed a precision run on each reagent pipettor; the results were within assay and instrument specifications. The cause of nonreproducible accutni+3 results could not be determined with the supplied information. Associated MDR: 2122870-2014-00758.